Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred between 11:12am and 11:14am on (B)(6) 2019 during manual replacement of the reagent in bottle 11. Specifically, based on information documented by the fss in relation to both visual inspection and smell of the reagent, bottle 11 had been filled with alcohol rather than xylene in error. Manufacturer evaluation of the instrument logs showed that bottle 11 (xylene) was not in contact with the corresponding sensor for approximately 2 minutes and 38 seconds from 11:12am on (B)(6) 2019, which is sufficient time to replace the reagent. The station properties for bottle 11 (xylene) were reset at 11:14am on (B)(6) 2019 with a user affirming in the instrument software that the concentration of the reagent in bottle 11 was to be set to the default concentration of 100%. The properties of the reagent bottle in 11 prior to this user action were: xylene concentration = 69.2%, cycles = 33, cassettes = 4129 and days = 22. However, the fss documented that a user had inadvertently replaced the reagent in bottle 11 with alcohol rather than xylene in error between 11:12am and 11:14am on (B)(6) 2019. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, bottle 11 was used for the final clearing step of the following five (5) protocols: the "6hr xylene standard" protocol comprising 164 cassettes, which started in retort a at 10:42am on (B)(6) 2019 and completed at 04:46am on (B)(6) 2019; the "factory 8hr xylene standard" protocol comprising 107 cassettes, which started in retort b at 01:09am on (B)(6) 2019 and completed at 09:13am on (B)(6) 2019; the "6hr xylene standard" protocol comprising 34 cassettes, which started in retort a at 10:14am on (B)(6) 2019 and completed at 05:00am on (B)(6) 2019; the "factory 12hr xylene standard" protocol comprising 47 cassettes, which started in retort b at 09:25am on (B)(6) 2019 and completed at 05:00am on (B)(6) 2019; and the "6hr xylene standard" protocol comprising 33 cassettes, which started in retort a at 09:26am on (B)(6) 2019 and completed at 05:00am on (B)(6) 2019. The instrument was found to have functioned as designed during execution of the five (5) protocols either started or completed between (B)(6) 2019, from which sub-optimal tissue processing was identified. The quality of tissue processing from each of the five (5) protocols detailed above would have been adversely impacted, because alcohol rather than xylene was used for the final clearing step as a consequence of a use error during manual replacement of the reagent in bottle 11. Use of this reagent for the final clearing step in each of the five (5) protocols detailed above would have resulted in both inadequate clearing of tissue samples and contamination of the waxes used for the subsequent infiltration steps with alcohol. The table for "standard protocols" in section 8.5 of the peloris/peloris ll user manual entitled "reagent compatibility tables" details that wax is not compatible with dehydrants.

Event description:
On (B)(6) 2019, leica biosystems received a complaint of "under processed tissue" following processing. The complainant advised that the sub-optimal tissue processing reported was derived from the 6 hour xylene protocol started at 10:42pm on (B)(6) 2019, which ran to completion with no error(s) recorded in the instrument logs; the affected processing run comprised 160 "blocks"; the tissue samples had been removed from the retort at 05:00am on (B)(6) 2019; and 60 "blocks" were to be re-processed. On (B)(6) 2019, a leica applications specialist-core histology (fss) visited the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss documented that confirmation had been received from the laboratory supervisor that the affected tissue samples were actually hard and over processed; the quality of tissue processing from all processing runs executed between (B)(6) 2019 was adversely impacted; the reagent in bottle 11 (xylene) had been replaced on (B)(6) 2019. The fss visually inspected and smelled the reagent in bottle 11 (xylene) and "by observing the liquid in bottle #11 (by both appearance and smell) I can confidently say bottle #11 was inadvertently replaced with alcohol and not xylene." On (B)(6) 2019, the fss received the following information: "total approximately 70 cases affected, which equated to approximately 380 blocks. 1 case (skin biopsy) was undiagnostic. 2 cases (emb and bm) had uninterpretable ihc due to the processing artifact." The fss advised that tissue type included in the description was the only information that the customer was willing to provide.